Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. Mechanical indentation to the yaw pulley is the affected adjacent component. Additionally, the instrument was found to have mechanical indentation to the yaw pulley near the conductor wire with the damaged insulation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the log showed no errors.

Event description:
It was reported that the maryland bipolar forceps gave an unknown error. There was no reported injury.